Event description:
It was reported that during unloading of a pt, the headend of the cot collapsed, although the noise of the locking sounded. The pt fell down but no injury nor other consequences were reported.